Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible connector oxide contamination were observed. Additionally, the patient¿s complaint was not confirmed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap autosv unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined corrosion in the device. The connector oxide contamination was observed. There was no evidence of visible foam particles. Device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.